Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a z9002 25.0 diopter intraocular lens (iol) was explanted from a female patient's right eye due to residual refractive error. At explant there was no complication or injury. A new lens was implanted. Current patient status is noted as the patient has recovered.

Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the lens was observed cut in two pieces; this could be related to the explant process. The customer's reported issue could not be confirmed in the returned lens sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no discrepancies found during the review. The documentation shows that the production order was manufactured and release according to specifications in compliance with the product intended use as required. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.